Event description:
Pt was going to the commode with assistance. Pt turned around to sit causing the commode seat to come up then down onto pt, pinching left medial thigh. Pt stated that it hurt and will surely cause a bruise. Ecchymosis of 1cmx1cmx2cm developed. Ice was applied to area.